Event description:
It was reported that the customer's insulin pump had a dot and a swirly looking rainbow pattern on the screen when in the sunlight. The insulin pump was damaged out of the box. Her blood glucose level was 88 mg/dl. It was hard for the customer to read the screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with black shadow on the display due to warped/uneven on the lcd board.